Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow block alarms. The customer's blood glucose levels was 165 mg/dl. The customer reported that they had tried different cannula lengths. The customer reported that they were not reusing insulin and says it was pretty clear. They reported that the sites were rotated, site locations with sufficient sub-q tissue were being selected, and they avoided inserting into areas with scarred tissue. Customer stated the tubing was not bent or kinked. Customer stated they have tried all remedies. They also reported that the insulin pump had a pump error. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the displacement test. Customer stated that the insulin pump was not exposed to a high magnetic field. They declined further troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures error. In addition to this, adjusted the audio options audio volume, and each setting sounded the same. Hardware low level failures error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.